Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had missing retainer ring and reservoir was unable to lock in to place. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with cracked retainer, battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, scratched case, and cracked case in summary, customer allegation for missing retainer ring not confirmed. However, cracked retainer was noted instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.